Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter was used during a percutaneous nephrolithotomy (pnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the balloon had a pinhole. The procedure was completed with another nephromax dilatation balloon catheter . There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter city: (B)(6). Problem code 1504 captures the reportable event of balloon pinhole. A visual examination of the returned complaint device confirmed that the balloon was unfolded and had been subjected to positive pressure. A blood was also noted inside the balloon material which confirmed that the device had a leak. Functional evaluation was performed by attaching the device to encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon distal to the proximal balloon bond. No other issues were noted on the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter was used during a percutaneous nephrolithotomy (pnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the balloon had a pinhole. The procedure was completed with another nephromax dilatation balloon catheter . There were no patient complications reported as a result of this event.